Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50x32mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were lifted. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. A 3.50x32mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were lifted. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Synergy ous mr 3.50x32mm stent delivery system was returned for analysis. A visual examination of the crimped stent found damage to the first distal stent row with stent struts deformed and bent back in a proximal direction. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. (B)(6).